Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a cs 064 call service alarm due to overwritten data after continued use of the pump. No call service alarms were duplicated during testing. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted a cs (B)(4) call service alarm while priming the pump after changing the cartridge and infusion set. The cartridge and infusion set were transferred to a back-up pump, and the rewind, load, and prime steps were completed successfully. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.